Manufacturer narrative:
One needle from the needle delivery system was received and investigated. The investigation could not replicate the reported event as only the needle was returned for investigation. A review of the device history record for the provided lot/serial number was completed and indicates all parameters and acceptance criteria for entries potentially pertinent to the reported event were within specified limits at the time of release. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4).

Event description:
According to the reporter, during the same case, two handles broke apart during actuation. The device was used on a patient but there was no patient harm or user harm.